Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead felt dizzy, lightheaded and they had abdominal stimulation. The device was checked and rv pacing threshold measurements had increased, and rv pacing impedance measurements had decreased, but were not out of range. A surgical revision was performed and fluoroscopy showed that the lead may have micro-dislodged, as it was not completely dislodged. The physician also questioned a lead perforation; however, this was not confirmed via fluoroscopy. The lead was successfully repositioned, and auto-capture was programmed off. No additional adverse patient effects were reported. The lead remains in service.